Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No decision about possible further steps has been made yet.

Event description:
At a routine programming the right implant showed affected channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient came in for routine programming and it was discovered that the right implant ift was out of compliance due to - - on gpi. Her mom did not report any significant hits to the head or illness. No change in hearing perception was noted as she is an inconsistent responder) and nonverbal (autism diagnosis) . The audiologist ran tymps and they showed bilateral flat tymps (no ear drum movement). Audiologist asked mom to follow up with md to determine if there was something medical causing the - - on gpi.